Manufacturer narrative:
(B)(4); the instrument has not been returned for evaluation and no lot number could be provided. A shipping return label has been provided by international liaison for return of the device for investigation. If any additional information becomes available a follow up MDR report will be submitted.

Event description:
Medical specialties - broken; according to the pictures, the sample looks broken. Additional information provided by the user facility 10apr2017: patient injured; metal powder inside the breast pouch, several irrigation needed, cleaning, aspiration. Alert date for MDR reportability is 10apr2017; additional information which determined the event to be MDR reportable was provided by user facility.

Manufacturer narrative:
(B)(4); upon examination of the device it was observed that the device was of an older design and was extremely worn and rusted. The device arrived completely broken in two pieces with metal peeling up at the break. The device gold plating was faded and fiber optics were heavily contaminated with rust. The area where the device lot number is contained was extremely worn therefore a lot number was not visible. The lot number was either removed by user or became faded over time due to years of poor re-processing techniques or maintenance habits. Based on the observations of the device the retractor was very old. As the age, usage, or re-processing techniques are unknown the failure of the device is most likely due to poor cleaning, maintenance and processing over a long period of time. The caked up rust on the fiber optics indicates the device likely remained in stagnant water or solution longer than what is required in the instructions for use (IFU). Since the device lot number could no longer be observed on the instrument bd was unable to determine the age or traceability for the instrument and device history record review could not be performed. Because of the age, wear, and poor cleaning / maintenance practices through the instruments life cycle the device has reached end of life.